Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a female patient (age unknown), the device did not detect electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.